Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 2 months later due to instability and dislocation. During the revision, the surgeon noted that the posterior capsule was already traumatically removed, and the hip was dislocating in the sleeping position. The acetabular component was well-fixed and in appropriate position. The femoral component was found lacking anteversion but was well-fixed. The head and liner were replaced without complications. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat # 00-8775-032-02 lot# 3182100 biolox delta head 12/14 32x0. Cat#00-7848-023-00 lot# 66528181 kinectiv modular neck g. Cat# 00620205222 lot# 66624520 shell porous with cluster holes 52 mm. Cat# 00625006520 lot# 66814859 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006520 lot# 66791366 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00771300700 lot# 66483312 modular femoral stem press-fit plasma sprayed cementless size 7.5. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: multiple instability episodes with dislocation. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.